Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further info derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported that the patient underwent episiotomy on (B)(6) 2015 and suture was used. On (B)(6) 2015, the patient experienced dehiscence, infection and allergic reaction with increased pain, foul smelling drainage, pus and redness around the suture. The patient stated that the physician opined a possible allergic reaction to the suture and the patient is seeing an allergist to determine if the patient is allergic to the suture. The patient was administered antibiotics, flagyl and cephalexin and received wound care to surgical site. The patient reports they are still healing. Additional information has been requested.